Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure and the motor arm cannot communicate with the main arm. Customer¿s current blood glucose was unknown. Customer is able to complete insulin pump rewind. Customer performed self test but it did not pass. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The motor arm cannot communicate with the main arm followed by a hardware low level failures was present in the insulin pump trace download, problem isolated to keypad assembly. Device passed displacement test and selftest.